Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. Approximately half of the expected medication dose was delivered over 46 hours of infusion time. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, show fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.